Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 12/10/2008, the pt reported that in 2008, his infusion set became disconnected from the infusion device. He stated that he reconnected the infusion tubing and had no further issues. His blood glucose was not affected. He was educated on how to properly connect the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.